Event description:
The doctor indicated an abutment screw fractured inside the implant and the implant had to be removed. The implant will be replace during a future procedure.

Manufacturer narrative:
Investigation: complaint investigator¿s visual inspection of returned component, osseotite® implant 5 x 10mm (oss510) and titanium hexed uniscrew (uniht), has confirmed the following: 1. The implant appeared grossly damaged. 2. Residue and the fractured uniht remained stuck inside of the implant. 3. The hex of the implant appeared damaged. 6. The internal threads of the implant appeared damaged and contained excessive residue. Although a complete dimensional analysis cannot be performed due to the damage of the as returned product, visual inspection did not provide any indication of a manufacturing defect that would contribute to this event. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. Based on visual inspection and DHR review, this event is not thought to be due to an implant failure. Although a definitive root cause has not been determined.